Event description:
The customer reported that there was zipper damage on one of the side panels. The customer could not specify the nature of the damage. Evaluation of the returned product found that a zipper slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the slider body was open and out of tolerance on panel side a. In addition, the drainage port zipper had a one inch tear where the material started and a one inch tear where the material ended. On panel side b, the drainage port had a one inch tear where the material started. The insert pin was missing on the zipper on window side b. The damage to the canopy was such that the user could not assemble the canopy in order to use it. (B)(4).